Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer state that did not receive a low battery alert prior to the replace battery now alarm. The customer stated the battery was not previously used. Customer stated the battery cap is not loose, cracked or damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.